Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon was unable to implant a a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, into the sulcus of the patient's right eye (od) due to positive vitreo pressure. The lens was inserted but the pressure displaced the lens out of the proper position in the eye. The lens was removed within the same surgery and there was no apparent injury.

Manufacturer narrative:
Device evaluation: evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken and fibers on lens surface. (B)(4).